Event description:
It was reported that during a sigmoidectomy procedure, the device was locked out at the second firing. The device was used to close the anastomosis part at the functional end to end anastomosis. It was found that the staples of the proximal part were protruding. The deployed staples on the tissue were completely b-formed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one ec60 device was returned in good visual condition and with no reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed, and no anomalies were found during the manufacturing process.